Manufacturer narrative:
Part has not been returned. The system was checked out by the local medtronic ent representative and could not duplicate issue.

Event description:
A nurse from site reported that the surgeon was unable to get a successful tracer registration. She said that the surgeon tried the registration 4 times. She said that the green dot that shows on the tip of the nose was correct, but the superior and left points looked to be off of what they expected. She said that the 3d model looked good and there was no scatter. She then reported that the surgeon did get a successful registration, but opted to discontinue the use of the landmark system to complete the surgery. There was no impact on the pt outcome reported.